Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 30mm, diameter 3.5mm was used to treat a lesion in a patient's obtuse marginal. It was reported that the stent dislodged during the procedure. It was reported that the physician was attempting to direct stent the target lesion. The physician inspected the stent prior to use and there were no issues noted. The physician was unable to deliver the stent through a previously stent to the target lesion. On withdrawing the device the stent dislodged and was located in the saphenous vein graft. It was reported that the physician thought the stent got caught on the previously deployed stent and dislodged. The undeployed stent was successfully snared and removed from the patient. Patient was reported to be fine post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B) (4), intervention required - (B) (4): evaluation results: (previously deployed stent), (dislodgement), (failure to pre-dilate). Evaluation codes, conclusions: (attempting to cross through a previously deployed stent), (failure to pre-dilate). Evaluation summary: the stent delivery system was returned to medtronic for evaluation. On review of the returned device the dislodged stent was severely stretched and deformed. The proximal and distal pillows were intact and there were crimp bake impressions evident along the working length of the balloon. The 1st two stent segments at each end of the stent were intact; however, the segments were flattened. The remaining segments were severely stretched and deformed.